Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2-3 weeks prior to contacting lfs. The patient manages her diabetes with oral medication (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient reported blood glucose results of "356 and 310 mg/dl" with the subject meter and "137 and 145 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. About 2-3 hours after the alleged issue, the patient claims she felt a symptom of shaky. The patient denied receiving treatment. At the time of troubleshooting, the cca noted the unit of measurement was set correctly on the subject meter and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.